Event description:
Terumo bct optia mnc disposable lot 06w3323 developed a leak during a stem cell collection procedure. The procedure was aborted. No rinseback could be performed, which resulted in a 61 ml blood loss to the patient. The leak occurred at 9133 ml inlet volume processed, or about 2.5 hours run time. Plasma was observed leaking from the multi-lumen tubing in the centrifuge near the lower collar hex. The company was notified and the disposable was returned for inspection/root cause analysis. New lot of disposables will be sent overnight express for collections on (B)(6) 2014.